Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk), the associated device displayed "check pads" and "poor pad contact" messages using these electrode pads. Complainant indicated that the clinician pressed down on the electrodes to the patients skin to continue treatment. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.